Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a patient will have her precision system explanted, due to discomfort at the ipg site. The device was working properly prior to explant. The patient was reportedly doing well following the procedure.